Event description:
It was reported when using the bd pyxis¿ medstation¿ es device was not showing one patient details due to remote support services (rss) being offline. Customer reported delay during dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one patient was not showing on one station due to the remote support services (rss)being offline. A field service engineer worked with the pharmacy via phone to resolve the issue. The system functioned as intended after the field service engineer investigated the device.